Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion and steam pop could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation procedure, a cti line was being performed post left sided cryo and rf ablation. On the proximal end of the line, a perforation occurred. It was noted that a steam pop occurred during rf of the cti line. A weakened pulse was also noted, and the pericardial space was checked for an effusion. An effusion was found. A pericardiocentesis was attempted but a cardiothoracic surgeon was brought in to do a pericardial window. This was done successfully, and the excess blood was drained. The patient is recovering in a stable condition.